Event description:
It was reported about one hour after power PICC 5fr 3lumen catheter was inserted a leak was noticed when aspirating blood before medication, about 1-2cm below the wings. The catheter was placed as it should be. They had to remove the catheter and replace it with another.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 5fr tl powerpicc catheter. The unit was leak tested by flushing the catheter with water using a 12ml luer lok syringe. During testing, a leak was observed between the 0 cm and 2 cm depth markers. Microscopic inspection of the leak site found that a longitudinally aligned tear was present on the catheter tubing. The fracture edges were angular and the surface was found to be granular. The fracture edge definition suggested that the damage had developed quickly as opposed to the constant wear over time associated with rounded edges. Potential root causes include handling of the catheter with a blunt instrument; however, the features ultimately did not provide enough evidence to conclusively determine a root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 9/05/2025: the event did not involve an urgent situation. They received a call from the ward that the medication and blood is leaking, when checking and aspirating, they confirmed the perforation and leakage. The patient immediately got a femoral cvc and there was no harm. It was secured with statlock from the set. They infused heparin (25000 ie 50ml fr), saline for flushing and antibiotics vancomicin 1g, tazocin 4,5g. There was no specific complications.